Manufacturer narrative:
(B)(4). Approximate age of device - 7 months. The patient remains on lvad support. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported by the vad clinician that the patient was currently an inpatient due to a gastrointestinal (gi) bleed. Additional information was requested but was not provided.